Manufacturer narrative:
The customer refused assistance with any instrument review and the cause for the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required note: customer will not provide instrument serial number, only that it is an I series instrument.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00013 on (B)(4) 2011. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.

Manufacturer narrative:
The customer refused assistance with any instrument review and the cause for the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Note: customer will not provide instrument serial number, only that it is an I series instrument. (B)(4).

Event description:
A discordant immulite 2000 toxoplasma igg result was obtained on one (1) patient sample. Initially, a pregnant patient was tested for toxoplasma igg with a negative result. Two months later, the same patient gave a positive result . The laboratory questioned the positive result and repeated the sample on three different systems to confirm, all of which were negative. Three days later, another sample was tested from the same patient which also gave a positive result and negative results on the alternative systems. The corrected negative result was reported to the physician. There was no report of adverse health consequences due to the discordant toxoplasma igg result.

Event description:
A discordant immulite 2000 toxoplasma igg result was obtained on one (1) patient sample. Initially a pregnant patient was tested for toxoplasma igg with a negative result. Two months later the same patient gave a positive result . The laboratory questioned the positive result and repeated the sample on three different systems to confirm, all of which were negative. Three days later another sample was tested from the same patient which also gave a positive result and negative results on the alternative systems. The corrected negative result was reported to the physician. There was no report of adverse health consequences due to the discordant toxoplasma igg result.